Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) exhibited a brief sensor issue resulting in signal loss to the ilet bionic pancreas only, while blood glucose levels were unaffected; the user was instructed to toggle sensor settings and reenter code, then allow time for pairing. No clinical signs, symptoms, or conditions were reported. Outcomes included no interruption to glucose control and no medical intervention or hospitalization. User support included technical troubleshooting and user education to re-establish communication between the cgm and the ilet. Investigation of this case revealed a transient communication disruption consistent with a brief sensor issue, with no device component failure confirmed after successful re-pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity interaction resulting in temporary signal loss, resolved through standard troubleshooting.